Event description:
It was reported that during exploratory laparotomy the patient was treated with a renasys open abdominal kit applied. Upon a subsequent dressing change (during theatre review) it was observed that the bowel had adhered to the mesh being used to apply tension to fascia. (B)(6) had occurred and the patient subsequently died.

Manufacturer narrative:
.

Event description:
It was reported that during exploratory laparotomy the patient was treated with a renasys open abdominal kit applied. Upon a subsequent dressing change (during theatre review) it was observed that the bowel had adhered to the mesh being used to apply tension to fascia. Fistulae and bowel necrosis had occurred and the patient subsequently died.